Event description:
It was reported that a spectrum iq pump failed downstream occlusion test during preventive maintenance testing. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the customer reported ¿unit failed the downstream occlusion test while performed pm¿ was not reproduced. The device was tested for flow lines for a downstream occlusion test and passed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.